Event description:
A cgm error 42 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support walked the caller through the process of resetting the pump, and after the reset, the cgm error did not display again, allowing the caller to successfully start their sensor session.